Event description:
It was reported that while using 250 bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " *customer states only lot 1028405 was contaminated. There was no contamination with lot 1028066 as was previously reported. Customer problem: customer reporting contamination with 221261 plates customer has contamination on 221261 plates lots 1028066 and 1028405"

Manufacturer narrative:
Investigation: during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8o c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batches 1028066 and 1028405 were satisfactory at time of release and no quality notifications were generated during manufacturing and inspection of either batch. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on the batches in question were satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is. Tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on either batch 1028066 or 1028405. Retention samples from batches 1028066 and 1028405 were not available for inspection. Four photos were received in lieu of returns for investigation. One photo shows the bottom of a plate from batch 1028405 (time stamp 1932) with a surface colony visible. Another photo shows the bottom of two plates from batch 1028405 (time stamp 1932) with growth visible in each plate. Another photo shows the agar surface of four opened plates with one or three colonies growing on each plate. The last photo shows the agar surface of six opened plates with one or three colonies growing on each plate. No verification of batch 1028066 can be made from the photos. This complaint can only be confirmed for contamination in batch 1028405. Bd is aware that follow up with the customer indicates that no contamination was alleged for batch 1028066 as initially reported. However, bd proceeded with investigation of batch 1028066 per internal procedures. The complaint for contamination in batch 1028066 cannot be confirmed. Bd will continue to trend complaints for contamination. Based on the low defect rate for this batch, no actions are planned at this time.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1028066, medical device expiration date: 2021-05-17, device manufacture date: 2021-01-28, medical device lot #: 1028405, medical device expiration date: 2021-05-20, device manufacture date: 2021-01-28.

Event description:
It was reported that while using 250 bd bbl" trypticase soy agar with 5% sheep blood (tsa ii) contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "customer states only lot 1028405 was contaminated. There was no contamination with lot 1028066 as was previously reported. Customer problem: customer reporting contamination with (B)(4) plates. Customer has contamination on (B)(4) plates lots 1028066 and 1028405".